Event description:
It was reported that this right ventricular (rv) lead was explanted. The pacemaker exhibited a red call doctor alert due to pacing impedance high out of range on the right ventricular (rv) lead. Lead was capped. No adverse patient effects were reported.